Event description:
Discrepant, high sodium results were obtained on an advia 1200. These results were reported to physicians, who questioned the results. The samples were rerun and corrected results were reported. There were no adverse health consequences or known pt intervention, due to the discrepant sodium results.

Event description:
Discrepant, high sodium results were obtained on an advia 1200. These results were reported to physicians, who questioned the results. The samples were rerun and corrected results were reported. There were no adverse health consequences or known pt intervention due to the discrepant sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant sodium results is unknown. The instrument is performing within specs. No further evaluation of the device is required.